Event description:
Related manufacturer report number: 2017865-2023-25287; 2017865-2023-25289it was reported that the patient presented for a follow up in clinic. It was noted that the right atrial (ra) and right ventricular (rv) leads were dislodged. A procedure to revise the leads was conducted. During the procedure the pacemaker header set screw in the right ventricular port of the pacemaker was found to be stripped and the rv lead could not be detached. The system was explanted and replaced. The patient was stable.